Manufacturer narrative:
E1: phone number "(B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 4434310 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0350 - occluded/blockage¿ could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that, during treatment, the reporter had a lot of occlusion alarms. Per reporter, this event occurred immediately on use. There was patient involvement. No patient harm/adverse event was reported. Per reporter, one pump has been causing the same problem since october last year and the same problem has been noted 5 times. The customer is requesting for a replacement. Per reporter, the pump entered occlusion and a vim report was not made.